Event description:
Total knee replacement (knee arthroplasty); pain (left side) pain; swelling from the hip to the mid-calf (left side) (swelling). Case description: this serious, spontaneous report was received from a healthcare provider in the united states. The patient, a (B)(6) male, experienced a left total knee replacement, swelling from the hip to the mid-calf (left side) and severe pain (left side) after receiving euflexxa 1% (sodium hyaluronate) injection to the left knee for treatment of osteoarthritis of the knee on (B)(6) 2015. The nurse reported that the patient experienced swelling from the hip to the mid-calf (left side) and severe pain (left side) on (B)(6) 2015. On (B)(6) 2015 the patient was seen in the physician's office and the swelling and pain was still present. The reporter stated that patient had a total knee replacement of the left knee on (B)(6) 2015. The outcome of the total knee replacement was recovered. The outcome of the swelling from the hip to the mid-calf (left side) and severe pain (left side) was unknown at the time of this report. No medical history was reported. Concomitant medications include baby aspirin, vitamin e, sinus pill (name unknown) fish oil and red yeast rice. Reporter causality: related; company causality: related; overall listedness: unlisted. Other (B)(4). Sender comment: the case is serious (total left knee replacement) and most likely caused by the injection of euflexxa 1% as the swelling of the knee started on the day following the injection. The swelling and pain continued and was still present a week later as stated by a physician. It was therefore decided to replace the knee by operation the following month ((B)(6) 2015).